Event description:
User experiencing imprecision for sodium, potassium, and chloride testing over a number of months. The following data was provided for sodium testing, all results in mmoi/l, each sample run 3 or 4 times using same methodology, sample 1, initial 138, repeats 130,131. Sample 2, initial 146, repeats 134,134. Sample 3 initial 136, repeats 131, 137, 137. Sample 4 initial 127, repeats 137, 137, 134. Sample 5 initial 119, repeats 139, 144, 140. Sample 6 initial 98, repeats 140, 141, 141. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.